Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to the lab. A pt came to the dr in 2005 for nose bleeds. The initial reported device result was 2.5 inr compared to a lab result of 5.4 inr. The pt's coumadin was held. The pt came back two days later for a follow up and the reported device result was 1.5 inr versus a lab of 2.9 inr. The device was replaced and requested to be returned for evaluation.